Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and ipg was found to be inoperable. Company manufacturer met with patient and troubleshooting steps unable to reconnect. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue.